Event description:
Additional information: it was reported that the patient experienced pain. The pump was interrogated and revealed a motor stall. The reason for the motor stall was unknown. The pump and catheter were replaced (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error code (8473) occurred on the personal therapy manager (ptm). The patient stated that the error occurred at 9:29 while she was attempting to give herself a bolus. The code indicated a critical alarm but without specific reason. The patient reported that she was not exposed to anything at the time of alarming and no medical procedures were being performed. However, the patient stated that she had walked through handicapped doors when an audible "european" dual sounding alarm occurred. Her next refill due date was scheduled for (B)(6) 2012. The patient was headed to the emergency room to have an on-call physician interrogate the pump to determine the cause of error. The patient's outcome was not provided at the time of this report. The drug being used in the pump was clonidine and dilaudid (hydromorphone).

Manufacturer narrative:
Implanted: (B)(6) 2007, product type: programmer. Patient product ID: 8709, lot# j0058198r, product type: catheter. Product ID: 8709, lot# j0058198r, implanted: (B)(6) 2001, product type: catheter. (B)(4).